Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges "respiratory complaints potentially due to equipment in use," sinusitis, and eye problems. They suspended their sleep therapy for more than a month and have "other associated comorbidities with need of daily therapy." They state being "followed on ophthalmology" although there was no cause found "to justify symptoms." Their device "was substituted on 21-12-201" with a device from another manufacturer. They "felt an immediate improvement after changing [the] equipment" and did not feel "any respiratory or eye" problems afterwards. There was no report of serious patient harm or injury. In this report, section e1 (institution name and reporter country), h3 (summary attached), h6 (component code), and h9 has been updated. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. There were findings of an error related to the circuit board with no further details provided. The customer's complaint was not confirmed. The device was scrapped.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing sinusitis and eye problems. There was no report of serious patient harm or injury. Tthe patient has alleged to seeing an ophthalmologist. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.